Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during the deflation process inadvertent mishandling/retraction of the device and/or interaction with the guiding catheter resulted in the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the circumflex artery that was both heavily calcified and tortuous. The trek rx balloon was being used to trap and exchange catheters in this procedure. The balloon was inflated over the corsair wire but when they went to deflate the balloon the shaft (balloon shaft to metal delivery shaft) separated in the guiding catheter. The balloon was fully deflated and everything was able to be pulled out of the guiding catheter with no additional intervention or resistance. There was a slight delay due to having lost wire position, although not clinically significant. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.